Manufacturer narrative:
As of 03/02/2026 aso reviewed records of biocompatibility tests with no issues noted. Refer to section b6 of this report for further details.

Event description:
According to the initial report received on january 05, 2026, the consumer stated that the product adhered to his skin and that the area had difficulty healing. On february 05, 2026, the consumer confirmed via telephone that he sought medical attention because the pain in the area persisted. His dermatologist prescribed a topical cream. On february 26, 2026, the consumer called to report that the product had triggered his eczema.